Event description:
It was reported the patient presented for an implant procedure. The atrial lead had a history of dislodgement noted via x-ray and exhibited a failure to capture, a failure to sense, and high pacing impedance. The right ventricular lead was noted to have little lead slack. During the procedure, the atrial lead was explanted and replaced. The physician attempted to add slack to the right ventricular lead, however, the stylet could not be removed from the lead. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.